Event description:
Reporter alleged the lancet plunger is not priming or firing; however, the mfrs' eval dept determined the lancet does not fully retract into the device. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the suspect device and replacement product was sent.